Event description:
It was reported that the device detected ventricular fibrillation and delivered three therapies. It was also reported that the device charged to 35joules but delivered charges were between 0.6joules and 1.5joules, there was a decreased impedance, and the patient died. The cause of death has been requested but not received. Additional information was received suggesting the previously capped defibrillation lead may have had an interaction with the active defibrillation lead resulting in the deceased joule output.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
The device has been returned to the manufacturer. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This is one of two reports that includes device implanted at the time of the patient death. See manufacture report number: 2649622-2011-13602. Evaluation summary: (B)(4) full lead was returned, analyzed and no anomalies were found. It was noted that the defibrillation coil was distorted, blood/body fluid was on several conductors (not obstructed), inner tubing was kinked/buckled, outer insulation had cosmetic environmental stress cracking, a cosmetic cut, and a cosmetic depression. The outer tubing overlay was breached cut, there was blood in/on the helix/lobe mechanism (sleeve head) and in/on the helix/lobe mechanism, and there was apparent explant damage. There was dried tissue on the helix. (B)(4) the device was returned, analyzed and no anomalies were found. Performance data was collected from the device and have analyzed the data. All therapies exhausted and max shocks delivered alerts are observed on (B)(6) 2011. Multiple short ventricle-ventricle (v-v) sensed events of < 220 ms are observed on the (B)(6) 2011. (3 episodes non-sustained tachycardia (nst), 1 episode ventricular fibrillation-vf) there are also many episodes of < 220 ms on the same day (27 nst, 2 vf). High ventricular sensing integrity counter (v-sic) counts are observed with 920 counts occurring since the (B)(6) 2011. High sic can indicate the presence of noise or intermittency in the system.

Manufacturer narrative:
The device has been returned to the manufacturer. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. All therapies exhausted and max shocks delivered alerts are observed on (B)(6) 2011 at 04:03:34. Oversensing - multiple short ventricle-ventricle (v-v) sensed events of < 220 ms are observed on the (B)(6) 2011. (3 episodes non-sustained tachycardia (nst), 1 episode ventricular fibrillation-vf) there are also many episodes of < 220 ms on the same day (27 nst, 2 vf). Interference/noise - high ventricular sensing integrity counter (v-sic) counts are observed with 920 counts occurring since the (B)(6) 2011. High sic can indicate the presence of noise or intermittency in the system.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. All therapies exhausted and max shocks delivered alerts are observed on (B)(4) 2011 at 04:03:34. Oversensing - multiple short v-v sensed events of < 220 ms are observed on the (B)(4) 2011. (3 episodes nst, 1 episode vf) there are also many episodes of < 220 ms on the same day (27 nst, 2 vf). Interference/noise - high v-sic counts are observed with 920 counts occurring since the (B)(4) 2011. High sic can indicate the presence of noise or intermittency in the system.

Manufacturer narrative:
The device has been returned to the manufacturer. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that the defibrillation coil was distorted, blood/body fluid was on several conductors (not obstructed), inner tubing was kinked/buckled, outer insulation had cosmetic environmental stress cracking and a cosmetic cut, the outer insulation overlay was breached cut, the outer insulation had a cosmetic depression, there was blood in/on the helix/lobe mechanism (sleeve head), there was blood in/on the helix/lobe mechanism, there was a tip seal observation and there was apparent explant damage. (B)(4): the device was returned, analyzed and no anomalies were found. We did receive performance data collected from the device and have analyzed the data. All therapies exhausted and max shocks delivered alerts are observed on (B)(6) 2011 at 04:03:34. Oversensing - multiple short ventricle-ventricle (v-v) sensed events of < 220 ms are observed on the (B)(6) 2011. Episodes non-sustained tachycardia (nst), 1 episode ventricular fibrillation-vf) there are also many episodes of < 220 ms on the same day (27 nst, 2 vf). Interference/noise - high ventricular sensing integrity counter (v-sic) counts are observed with 920 counts occurring since the (B)(6) 2011. High sic can indicate the presence of noise or intermittency in the system.

Manufacturer narrative:
The device has been returned to the manufacturer. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary (B)(4) the device was returned, analyzed and no anomalies were found. We did receive performance data collected from the device and have analyzed the data. All therapies exhausted and max shocks delivered alerts are observed on (B)(6) 2011 at 04:03:34. Oversensing - multiple short ventricle-ventricle (v-v) sensed events of < 220 ms are observed on the (B)(6) 2011. (3 episodes non-sustained tachycardia (nst), 1 episode ventricular fibrillation-vf) there are also many episodes of < 220 ms on the same day (27 nst, 2 vf). Interference/noise - high ventricular sensing integrity counter (v-sic) counts are observed with 920 counts occurring since the (B)(6) 2011. High sic can indicate the presence of noise or intermittency in the system.

Event description:
It was reported that the device detected ventricular fibrillation and delivered three therapies. It was also reported that the device charged to 35 joules but delivered charges were between 0.6 joules and 1.5 joules, there was a decreased impedance, and the patient died. The cause of death has been requested but not received.